Event description:
The customer reported that she had to change the infusion sets several times, and there was insulin inside of the reservoir compartment. The caller stated that she noticed a little tiny piece of plastic in the bathroom, and it appears to be a piece of the infusion set. The blood glucose reading was 294mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.